Event description:
It was reported that the customer experienced a high blood glucose of 400 mg/dl while his sensor gave a reading of 122 mg/dl. He received two calibration errors and then a change sensor alert. Calibration errors were explained to the customer and he was advised to wait to calibrate after receiving a calibration error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.